Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental medwatch will be filed.

Event description:
It was reported that during the surgery, smoke came out from this hand-piece. There was a delay between 0-15 minutes, and an alternate product was used to complete the surgery. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: date of report, describe event or problem, model#, catalog #, serial #, lot#, expiration date, other #, UDI# , device available for evaluation, date received by manufacturer, adverse event, if follow-up, what type?, device evaluated by manufacturer, device manufacture date, event problem and evaluation codes and additional manufacturer narrative and/or corrected data. UDI: (B)(4). Reported issue: it was reported that during the surgery, smoke came out from this hand-piece. DHR review: the device history record (DHR) for 00515048201 lot number 30492169, review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. Technical review and physical evaluation: on (B)(6) 2019, it was reported from (B)(6) hospital (B)(6) that smoke came out from the handpiece during surgery. On (B)(6) 2019, a returned product investigation was performed on the 00515048201. The physical evaluation revealed no evidence of the unit smoking during operation, however it was noted that the motor mounts were warped and the gear teeth had began to strip. When the motor within the handpiece overheats, this can cause the motor mounts to warp from the excess heat and cause the gear teeth to come out of mesh. This can produce a burning odor, as well as impact the functionality of the device. Therefore, the results of the returned product investigation have confirmed the reported event. Probable cause/root cause: while the returned product investigation found evidence that the device had overheated during operation, it cannot be determined from the information provided what caused the device to overheat. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined there is no further actions needed at this time. This complaint will be tracked and trended per complaint trending procedure for any adverse trends that may warrant further action.

Event description:
No additional event information.